Manufacturer narrative:
The field service representative (fsr) confirmed the reported complaint. The sensor was disconnected and reconnected to the module and the error message stopped. Functional testing was performed. The unit operated to the manufacturer's specifications.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the flow module back flow kept alarming upon power up, even though no motors were running and there was no movement of the water in the tubing. As mitigation, the flow sensor was unplugged, plugged back into the module, and the issue resolved. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
Updated block: h6. The reported complaint was confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.